Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced dyspnea and went to the clinic for a follow-up. During the follow-up, there was a loss of pacing with an increase in impedance on the left ventricular lead. The device was reprogrammed and the patient was stable.